Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product(s): d154atg ICD, implanted: (B)(6) 2006. (B)(4).

Event description:
The patient reported that the atrial lead was corroded and the rv (right ventricular) lead was broken. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.